Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery issue was confirmed and duplicated during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted. Baxter has received similar reports for the reported problem.